Event description:
It was reported that this pacemaker was suspected of atrial undersensing that was noticed during a sudden brady response episode. The patient was bradycardic and was hospitalized. This pacemaker remains in service. No adverse patient effects were reported.